Manufacturer narrative:
(B)(4). PMA/510(k) # - exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ngage nitinol stone extractor basket did not open properly. Associated with MDR #: 1820334-2018-01920. No unintended part of the device remained inside the patient. No additional procedures were required and there were no adverse effects to the patient due to this occurrence.

Event description:
It was reported the ngage nitinol stone extractor basket did not open properly. Associated with mor #1820334-2018-01920. No unintended part of the device remained inside the patient. No additional procedures were required and there were no adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation evaluation: visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The device was returned with the handle and basket formation in the closed position. The collet knob is tight and secure. The male luer lock adapter (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 3.4 cm in length. A functional test determined the handle does not actuate the basket formation. A visual examination noted the basket formation has broken wires. The tip of the basket sheath and basket formation was found to have foreign matter/ debris. The basket sheath is kinked at 1.4 cm from the distal tip and again at 69 cm from the distal tip of the basket sheath. The handle was disassembled. The support sheath and basket sheath are still adhered. The basket formation cannot be manually actuated. A review of the device history record found there were no non-conformances associated with the complaint device lot number. A complaint history search revealed this complaint is the only one associated with lot number 8558261. Per the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open due to sheath damage. The sheath was found to be kinked in multiple locations. The kinks prevented the basket subassembly from moving freely within the sheath when the handle was functioned. The basket wires were also found to be broken, further indicating the device was damaged during use. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. The IFU contains cautions about manipulating the device to prevent damage. The likely cause for this issue was product use or handling related - product received excessive pressure. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.